Event description:
When I wear the standard issued 'medical' mask whenever required for "covid" issues I get headaches, dizzy, short of breath and irritable. I need all the air I can get. Inhibiting my air intake for any length of time I can clearly tell is detrimental to my health and well being. FDA safety report ID # (B)(4).